Manufacturer narrative:
Country of origin is (B)(6). Occupation is lay user/patient.

Event description:
The initial reporter complained of discrepant inr results with coaguchek meter serial number (B)(4) when compared to a laboratory results using the sta neoplastin ci plus method. The meter model was not provided. The following results were obtained weekly: the meter result was 3.3 inr and the laboratory result was 2.5 inr. The meter result was 3.4 inr and the laboratory result was 2.5 inr. The meter result was 3.6 inr and the laboratory result was 2.7 inr. The meter result was 3.7 inr and the laboratory result was 2.7 inr. The meter result was 3.7 inr and the laboratory result was 2.8 inr. The meter result was 3.9 inr and the laboratory result was 2.8 inr. The meter result was 4.2 inr and the laboratory result was 2.9 inr. The meter result was 5.6 inr and the laboratory result was 3.4 inr. The meter result was 5.7 inr and the laboratory result was 3.6 inr. The patient's therapeutic range was 2.5 - 3.5 inr but has since revised his range to 3.2 - 4.5 inr. There was no allegation that an adverse event occurred. Relevant retention test strips were tested in comparison with the master lot coaguchek xs pt (ml 13 #286321-80 recal. Rtf/09. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. No product was returned for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.